Event description:
Anesthesia team placing ventiseal cuffed et tubes on neonates. Unable to extubate two nicu patients who were intubated by anesthesia team, using cuffed etts. The nicu team have tried to deflate the tubes manually which could put those babies at risk of tracheal/esophageal perforation. Ventiseal being used and these tube cuffs are not fully uniform and have edges compared with a smoother cuff on the covidien tubes used previously. Tube sizes noted to have this issue were less then 4.0 mm.